Event description:
It was reported that after an implant procedure performed on (B)(6) 2018, the patient noted the following: drop of blood when urinating; when urge to urinate, must rush, otherwise impossible to hold on and thus forced to wear a diaper; uses restroom at least four times per night; and has been prescribed finasteride (5mg), tamsulosin (0.4mg) and penicillin (500 mg). The patient was given instructions to contact his physician regarding the reported symptoms.